Event description:
It was reported that approximately six weeks after implant the patient came in for a wound check. The patient was complaining of itching at the incision site starting a few days prior. The incision was reddened on the right side, no fever noted. The patient was diagnosed with infection at the incision site and prescribed an oral antibiotic. The device and absorbable envelope remain in use. The patient is enrolled in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).